Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was very thin and the implantable neurostimulator (ins) site was very uncomfortable. The rep stated that it seemed like the ins was hitting the patient¿s iliac crest and a revision surgery was scheduled to take place on the day of the report to move the ins to a more comfortable position. It is unknown if the patient fully recovered from the revision and there were no device issues reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they believe the issue has been resolved. The patient has a follow up in another week. No further complications were reported/are anticipated.

Event description:
The patient's weight at the time of the event was reported.